Event description:
It was reported that the infusion set tubing became detached from the connector while the tubing remained attached to the body, and the cartridge and connector stayed in the pump chamber. The user was on a contact detach infusion set from lot # 6012522. The user completed a full supply change before resuming insulin delivery. No reported symptoms or adverse clinical effects. Outcomes included no reported impact such as hospitalization or medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed a connection issue consistent with an infusion set deployed or attached incorrectly between the tubing and the connector. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling or attachment error.